Event description:
Customer reported her insulin pump was having issues. She did not provide her blood glucose. She stated she has to replace the batteries once a week now. The device is not retaining the settings for her bolus delivery. When she tries to bolus, the device does not deliver the full bolus. The buttons are also hard to press. The alarm history showed two low reservoir alarms. Customer stated she had a hard time reading the screen because she recently had eye surgery. She stated she was feeling sick and had to go. Customer then disconnected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.